Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm when doing the fill cannula. Customer's blood glucose level was 32.4 mmol/l. Customer also stated that the buttons are working and holding down the fill cannula button again received stuck button alarm. It was also stated that the insulin pump had no delivery alarm and assisted customer in performing a 5.0u fill cannula and customer states insulin did not exit. Customer was advised to run displacement test to verify function of pump and pump alarmed with no reservoir detected. The device will not be returned for analysis.